Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant did integrate in type IV bone. Clinician noted patient's bone loss, pain, mobility, inflammation, swelling, poor bone quality/qty. And non- compliance. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant did integrate in type IV bone. Clinician noted patient's bone loss, pain, mobility, inflammation, swelling, poor bone quality/qty. And non- compliance. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).